Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to cap sticking inwards position at a certain spot on cap due to white paste/debris built up on outside flange of cap. Handpiece needs cap replaced. No issue with turbine.

Event description:
It was reported that a midwest e pro 1:5 ca overheated; no injury resulted.